Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. As the returned device was used, a representative device was used to attempt to reproduce the reported event. When correctly attached to the endoscope, deformation of the top and bottom sections of the representative device was confirmed and the reported event could not be reproduced. The top and bottom of the returned used distal cover were not deformed, which indicated the distal cover may have not been properly attached to the endoscope. In addition, the following reportable malfunctions were identified during the device evaluation: crack at bottom of distal cover. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the reported malfunction: the distal end cover was not properly attached and dropped off due to the load during the procedure. It is likely the following led to the investigation finding of a cracked base: cracks may have formed due to stress loading from incorrect distal cover installation and the influence of certain chemicals. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
1 of 2. It was reported that during a therapeutic ercp (endoscopic retrograde cholangiopancreatography), the distal cover of the duodenovideoscope dislodged inside the patient¿s body. The scope was reinserted and the cap was retrieved.